Event description:
The customer reported that the alarm has power but when pressure is released from the pad there is no alarm tone. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm unit functions ok. The rj11 connector pins are bent causing a loose connection in port one. (B) (4).